Event description:
It was reported that a patient presented to clinic for follow up, the pacemaker exhibited backup mode with power on reset (por). The pacemaker was restored; however, a download was not performed due to an unexplained por. The patient had no consequences throughout.